Manufacturer narrative:
A device history record review was completed for provided material number 38833614 and lot number 4177074. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Information provided on january 16, 2025: date of occurrence of the event? Customer filled in the technical complaint form with the date 17/10/2024. Is there any impact on patient? Please explain in detail? Patient reported no harm to patient. Information provided on january 17, 2025: could you provide the exact date of occurrence of the reported event in dd/mmmm/yyyy? The customer filled in the technical complaint register with the date 17/10/2024, we do not have the exact date of occurrence of the event. Was the device inspected before use? We do not have this information, as we are only the distributor. Could you explain in detail where the leaking occurred? We do not have this information, as we are only the distributor.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd angiocath leaked. The following information was provided by the initial reporter, translated from portuguese to english: we're having a problem with the no. 24 bd intravenous catheter, which is leaking on the side at the end of the IV (at the end of the IV, the blood leaks through the angiocath 24gax0.75in). There are 400 angiocath 24gax0.75in.¿.